Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the prevue displays a dark vertical line in the ultrasound image intermittently when the probe cable is moved around. This is due to an internal failure within the probe.

Event description:
Trade in no alleged deficiency. It was found during evaluation at bd service facility: the prevue displays a dark vertical line in the ultrasound image intermittently when the probe cable is moved around. This is due to an internal failure within the probe.